Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the unit did not detect an ECG signal. The complainant indicated that there was no patient involvement in the reported malfunction.